Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause is unknown. Three photo samples of an equistream catheter were returned for evaluation. An initial visual observation of the photos showed the extension legs of the device. Blood appears to be within the tubing. A kink can be observed in the second photo on the blue leur connector extension leg. The white clamp is visible near the kink area. Based on the description of the reported event and photo samples provided, possible contributing factors include repeated clamping on the same location. The photo samples allow for the confirmation of a kinked catheter but do not allow for the determination of the root cause; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of reav2063 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reav2063) have been reported from the same facility.

Event description:
It was reported that the clamps make a kink on the catheter's legs. By aspiration and high blood flow, they collapse and one cannot have a higher blood flow than 150 ml/minute. It was reported that 3 catheters were effected. No patient injury reported. This file addresses the third of three devices.